Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected field : g2. Getinge field service engineer (fse) the cs300 intra aortic balloon pump (iabp) bridge plate fasteners damaged. No patient involvement. Fse replaced plate bridge (0386-00-0304). Pm completed. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The failure analysis and testing dept. Received part number 0386-00-0304 with a reported unit failure of the bridge plate fasteners damaged. The fat performed a visual inspection and found the part to have damage as reported. See attachment. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) bridge plate has fasteners damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.